Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's display was dim. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the graphic user interface (gui). The customer was also advised that the software version must be 2.10 or higher. Multiple unsuccessful attempts were made to follow up with the customer. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.